Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 22 months, inappropriate shock deliveries were reported. It was reported that the patient's state of health was very poor. This lead was explanted.